Event description:
The account alleged that the e-ring and bushings are missing off of the right siderail. The siderail is no longer on the bed.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed. Mod 414 is a field corrective action to correct in-process defects that may cause the siderail to malfunction. This failure occurred following the correction of this unit.